Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements during an implant procedure. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements during an implant procedure. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted. Stretched and deformed conductor coils were noted in the neck region. Blood/body fluid was also noted in the helix housing and neck region as well. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and a stylet was able to be passed through the lead but with slight resistance felt in the neck region in a couple of places. As the cathode coil was stretched and deformed in the neck region to the point where it would inhibit transmission of torque to the tip as was designed, no helix mechanism test was performed. Overall, analysis was unable to confirm the allegation of high impedances made against the lead in the field.